Event description:
It was reported that balloon rupture occurred. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilatation of the target lesion located in the iliac vessel. However, during inflation at under 20 atmospheres, the balloon burst. The procedure was completed with another of same device. No patient complications were reported. It was further reported that the device was completely removed from the patient's body.

Event description:
It was reported that balloon rupture occurred. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilatation of the target lesion located in the iliac vessel. However, during inflation at under 20 atmospheres, the balloon burst. The procedure was completed with another of same device. No patient complications were reported.